Event description:
The customer reported the left monitor failed. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the left monitor power supply. The system operates as intended.